Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/31/2025, it was reported by a sales representative via email that five ar-3636 knotless fibertak devices were implanted during an anterior and posterior bankart repair procedure on (B)(6) 2024. An inserter fractured within the glenoid during the procedure. The breakage was not detected at the time of surgery. Approximately one year later, the patient returned, experiencing posterior shoulder pain. Radiographic imaging revealed that a portion of the inserter remained lodged within the anterior inferior glenoid, while another fragment was embedded in the posterior labrum. Additional information requested on 4/24/2025.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces, misaligned insertion, or prying/leveraging the device during use.